Event description:
The patient has an ipg (for off-label use). It was reported, the patient's ipg is no longer secure in the pocket. The patient will meet with her doctor about the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.